Manufacturer narrative:
Device received with complete broken reservoir tube lip. Unable to perform rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to complete broken reservoir tube lip. Device had minor scratched lcd window, cracked belt clip slot, missing o-ring reservoir tube and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was from 300mg/dl, 400mg/dl to 500 mg/dl. The customer reported that there was cracked around reservoir compartment and customer was tapping the insulin pump. The insulin pump will be returned for analysis.